Manufacturer narrative:
Citation: kleczynski, p. Md et al. Prognostic value of tricuspid regurgitation velocity and probability of pulmonary hypertension in patients undergoing transcatheter aortic valve implantation. Int j cardiovasc imaging (2017) dec;33(12):1931-1938. Doi 10.1007/s105 54-017-1210-3. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding tricuspid regurgitation and probability of pulmonary hypertension after a transcatheter aortic valve replacement (tavr). The study population included 148 patients, 29 of which were implanted with a corevalve or an evolut r. Serial numbers were not provided. The study population was predominantly female; mean age 82 years. Among all patients adverse events included: cerebral vascular accident (cva)/transient ischemic attack (tia), atrial fibrillation (afib), mild to severe aortic regurgitation, permanent pacemaker implant, myocardial infarction (mi), and blood loss. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.